Manufacturer narrative:
Age at time of event - the patient was born in 1989. This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) therapy experienced a break in aseptic technique which resulted in peritonitis. The patient was hospitalized for the event on the same day as the onset. On an unreported date, the patient was treated with unspecified antibiotics for peritonitis. Eight days after the onset, treatment with antibiotics was stopped. At the time of this report, the patient had not yet recovered from the peritonitis. On an unreported date, dianeal therapy was discontinued and was the patient was transferred to hemodialysis (hd). No additional information is available.